Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right ventricular (rv) lead resulting in pacing inhibition for a dependent patient. The patient was asymptomatic. Surgical intervention was performed; the device was explanted and the rv lead was capped.